Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer rail was broken. The customer reported that the malfunction occurred when user was tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer rail was broken. A field service engineer replaced the rail on the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.